Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the act button had intermittent responds. When customer attempts to prime the device stops even when the act button is being held. Customer's blood glucose was unknown. The device was not exposed to moisture. Customer was advised the device need to be replaced and customer agreed to return it for further analysis.